Event description:
Manufacturer rec'd a report alleging that an end user was "j walking" from one corner to another. As a reporter was about to steer his wheelchair up a curb, the wheelchair pulled to the right. The wheelchair became stuck against the curb and the end user was unable to move out of the way before he was struck by a motor vehicle. The driver of the car stated he was blinded by the sun and did not see the end user.